Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated device change-out procedure for eri, the right ventricular lead showed no capture in bipolar mode following exiting the pocket site. An insulation breach was noted. The lead was capped and replaced on (B)(6) 2020. There were no adverse consequences to the patient.